Manufacturer narrative:
All information had previously been submitted in regulatory report #2029214-2025-01516. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for an ischemic stroke located in the left middle cerebral artery m1 distal occlusion. It was noted that the patient's vessel tortuosity was moderate. The patient presented with a baseline modified rankin scale (mrs) score of 4 and a national institutes of health stroke scale (nihss) score of 11. Following the procedure, the mrs remained at 4, while the nihss score improved to 8. The baseline thrombolysis in cerebral infarction (tici) score was 0, indicating no perfusion, which improved to a tici score of 3 post-procedures, reflecting full reperfusion. IV tpa was not contraindicated in this case. Mechanical thrombectomy was performed with a total of three passes. The patient had a stroke after waking up, and the last normal time was more than 10 hours. It was reported that the tip end of the thrombectomy stent was delivered smoothly into the rebar18 microcatheter hub. However, resi stance and kinking occurred at the stent¿s welding point, making it impossible to advance. After replacing the stent with the same model, the device successfully entered the microcatheter, and the procedure was completed. Additional information received reported that after entering the hub, resistance appeared at the welding point between the stent and the push rod. There was no damage observed to the catheter after removal. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.